Event description:
Journal reference: khera j, ghosh d, luciano m. A study of intrathecal baclofen pumps in children: experience from a tertiary care center. Neurology. 2008;70(11, suppl1): a131. To determine indications, utility, and complications of intrathecal baclofen (itb) pump therapy in children. Single center, retrospective review after irb approval. Inclusion criteria: pts with itb pump placed between 1996-2006. At 85 pts identified with itb for spasticity and dystonia had f/u for an average of 38 months. MFR of pump and catheter was not stated. Reportable event: 10 pts had catheter displacement / disconnection. See mfg report: 2182207200806629.